Event description:
The following information was reported to gore: on (B)(6) 2026, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis, gore® dryseal flex introducer sheath (dsf sheath), and gore® molding & occlusion balloon catheter (mob). All the planned devices were successfully deployed. When ballooning was performed for an iliac extender component in the left eia, the stent graft was expanded larger than the original vessel diameter. An angiography showed extravasation from the left eia, suspecting a vessel rupture. Blood pressure was not changed. Another angiography was performed after waiting a short while, and no bleeding was confirmed at the second angiography. Therefore, no further treatment was given and the patient was under monitoring. The patient tolerated the procedure. The reporting physician commented as follows: during ballooning, the iliac extender was expanded larger than the vessel diameter, so balloon inflation might have been too much. The patient would be followed up by CT scanning.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.